Event description:
Allegedly tip broke in surgery. The fragment remains in the screw head.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and device history record reviewed. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.